Event description:
It was intended to use a resolute integrity 2.50 x 30 mm rx drug eluting stent to treat a 26 mm lesion in the om vessel. The vessel was described as having severe tortuosity, moderate calcification and 80% stenosis. The device was removed from the packaging and inspected and no issues were identified. The vessel was predilated with an unknown 2.50 balloon multiple times. It is reported that the stent could not be delivered to the lesion and during the removal of the device through the guide catheter a stent strut became flared. It had been noted that during attempted positioning of the device, resistance was encountered due to the patient's anatomy. The procedure was completed using another 2.50 x 30 mm resolute. No reported patient complications. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st proximal segment was raised and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology). Related to operational context (guide catheter contributed to deformation). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology). Operational context caused or contributed to the event (guide catheter contributed to deformation). (B)(4).